Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. Upon investigation the customer service engineer (cse) checked the system and found that the defective handswitch had many broken plastic pieces inside. As a result, the handswitch became stuck and the contact mechanism closed permanently. The contact mechanism was permanently activated which resulted in release of x-ray. The customer disconnected the power plug of the system in order to cancel x-ray release as this is the desired measure which is described in the IFU if such an event occurs. The amount of x-ray applied was well under the dose level which would constitute an aro case acc. To a mita document dated (B)(6) 2011. The skin dose was also below the regulatory requirements described in iec 60601-2-54, chapter: 203.6. The handswitch was opened and the microswitches were okay. The handswitch was replaced and the system recovered. As per expert opinion and information provided from the cse, the handswitch cover was broken due to an external force. The spare parts consumption was checked and a possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis orbic gen 2 system. The user reported that the handswitch became stuck while triggering x-rays. At this time, there is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.